Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pocket d1 was failed. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 pocket d1 failed to fully release during recovery. A field service engineer cleaned a medication spill from the bottom of the drawer, reseated the rowboard cables, tested the drawer in diagnostics, and removed the empty pocket to allow recovery. The system functioned as intended after the field service engineer repaired the device.